Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in set) alarm. This event occurred during dwell three of six of peritoneal dialysis therapy. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the patient in clearing the alarm and the patient was to finish therapy with manual supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation (previously reported as available). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.